Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ins_stimulator, product type: implantable neurostimulator.

Event description:
A news article reported that the patient had setbacks. She had a fall that resulted in a stroke. The patient's indication(s) for use were unknown. Refer to manufacturing report #3007566237-2016-02444 as the patient was implanted bilaterally with two devices and it was unknown when the event occurred, so two unknown devices were reported on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.